Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis also indicated that the criteria for the right ventricular lead integrity alert were met. Oversensing due to non-physiologic signals/sensing integrity counter was observed. Continuation of concomitant: dtba1d1 ICD, implanted (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic). Review of performance data determined that t-wave oversensing (twos) had caused the lia. Follow up with the company representative indicated the physician was confident the lead was not compromised and therefore no intervention was done. The lead remains in use. No patient complications have been reported as a result of this event.